Event description:
On 11may2026, the patient experienced skin irritation while using an mcot device with universal patch configuration and electrodes, presenting as general redness, itching, and red bumps with no open skin. The patient sought medical treatment and was treated with prescription medication. The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergies to metals and/or adhesives.the patient took a break in service yesterday and discontinued use of the device.

Manufacturer narrative:
On 11may2026, the patient experienced skin irritation while using an mcot device with universal patch configuration and electrodes, presenting as general redness, itching, and red bumps with no open skin. The patient sought medical treatment and was treated with prescription medication. The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergies to metals and/or adhesives.the patient took a break in service yesterday and discontinued use of the device.the universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.